Manufacturer narrative:
A catalog number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the anesthetics department reported a series of infections at the epidural site in patients, with three separate incidents occurring over the past two months, all resulting in epidural abscesses. Notably, the infections appear to originate from the insertion site, with no external signs of infection. The microbiology report later confirmed that this was a methicillin-resistant staphylococcus aureus (mssa) infection, with an abscess identified in epidural space. Antibiotics were used as medical intervention. Details of the patients involved in these incidents cannot be provided at this time, and the product details remain unknown.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.